Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had a cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a button error when attempting to enter the carbs for a bolus. She also stated that the numbers were ramping up on their own. Customer stated that the insulin pump was not exposed to moisture. She was able to clear the alarm but the keypad issues recurred. The blood glucose reading was 111 mg/dl. Nothing further was reported.